Event description:
It was reported that the bd venflon¿ pro safety needle protected IV experienced catheter separation, and leakage. The patient received a CT scan, but no broken portion of the device was found embodied within the patient's hand. The following information was provided by the initial reporter: the patient was admitted for induction of labour and a venflon pro safety 20g cannula needle was placed on the right hand due to difficulties with cannulation on the usual sites. No difficulties with positioning on the hand are reported. Crystalloids and syntocinon were infused via this access during induction without any problems. The needle cannula functioned correctly throughout the following day. In order to allow for the woman's movement and postural changes, the cannula was additionally secured with patches. After delivery, at the time of starting the infusion via the uterine therapy pump tones in the postpartum (syntocinon) a leakage of fluid from the cannula needle restraint patch was detected. The ongoing intravenous therapy was suspended and the correct positioning of the cannula was checked, which was dislocated and incomplete as it was likely to have ruptured about one third of its length. On inspection, the exit system showed no signs of inflammation and palpatory evidence of a foreign body in the vein was not apparent. The patient underwent appropriate investigations and CT scan with contrast medium, which did not clearly show the presence of the embolised fragment. The patient was discharged and will be rechecked in 40 days.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 22-aug-2022 the following field was corrected: g.6. Is combination product: no h.6. Investigation summary: one photo and one used sample was received by our quality team for evaluation. From the photo, a used 20g venflon pro safety product with a broken catheter placed inside a plastic bag. However, the catheter defect could not be seen clearly from the photos returned. The adapter attached to the cannula hub does not belong to the reported complaint. The returned sample was subjected to visual inspection. A clean cut was observed on the used sample on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The adapter attached to the cannula hub does not belong to the reported complaint. No further investigation was performed on the adapter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. It would also not be possible to use the product if the catheter is broken before use. The probable root cause for the broken catheter could be due to the catheter being cut by a sharp object such as scissors during product insertion, dressing or removal from the vein. It is stated in the instruction for use ¿do not use scissors at or close to the insertion site¿. As it is not possible to confirm how the product has been used, the root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV experienced catheter separation, and leakage. The patient received a CT scan, but no broken portion of the device was found embodied within the patient's hand. The following information was provided by the initial reporter: the patient was admitted for induction of labour and a venflon pro safety 20g cannula needle was placed on the right hand due to difficulties with cannulation on the usual sites. No difficulties with positioning on the hand are reported. Crystalloids and syntocinon were infused via this access during induction without any problems. The needle cannula functioned correctly throughout the following day. In order to allow for the woman's movement and postural changes, the cannula was additionally secured with patches. After delivery, at the time of starting the infusion via the uterine therapy pump tones in the postpartum (syntocinon) a leakage of fluid from the cannula needle restraint patch was detected. The ongoing intravenous therapy was suspended and the correct positioning of the cannula was checked, which was dislocated and incomplete as it was likely to have ruptured about one third of its length. On inspection, the exit system showed no signs of inflammation and palpatory evidence of a foreign body in the vein was not apparent. The patient underwent appropriate investigations and CT scan with contrast medium, which did not clearly show the presence of the embolised fragment. The patient was discharged and will be rechecked in 40 days.